Event description:
Sensor failure of medtronic guardian sensor (3). Was not reading bg accurately filament was bent. Ref - mmt-7020a. Did not replace sensor with a new one as I had inserted one on (B)(6) 2021 that failed, this was the second one that I inserted. FDA safety report ID # (B)(4).